Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was not sticking properly. The patient's blood glucose was reported to have risen as high as 498mg/dl. The infusion set was changed to address the issue. The patient did not require any medical assistance. No permanent injury was reported. See MFR: 3012307300-2017-00275, 3012307300-2017-00276, 3012307300-2017-00277, and 3012307300-2017-00279.